Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip arthroscopy, while opening the package of the osteoraptor, was observed that the anchor was outside of the handle or initiator, and found out that the anchor was broken, split. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided composition specifications as measured by ash test and moisture test. A review of the assembly procedure found that the device is visually inspected to verify that the anchor is free of burrs and cracks and that the anchor is fully seated on the shaft of the device. A visual inspection of the returned device found that it is not in its original packaging. The anchor has not been deployed from the device. It is fractured on the proximal end, and the fractured piece was not returned with the rest of the device. The device shows no signs of use or damage besides the fractured anchor. The packaging is undamaged. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found that the device has not been deployed. The anchor is fractured on the proximal end. The complaint was confirmed, but the root cause could not be determined. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.